Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the left l4 screw perforated the vertebral body laterally, and the screw might compress l3 ventral root because muscular weakness is observed post-op. The patient is under follow-up at this moment. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.